Manufacturer narrative:
(B)(4). Date sent: 01/04/2022. Additional information was requested, and the following was received: can you please be more precise about how many counter-clockwise revolutions of the adjusting knob were used to open the device? Doctor commented the adjusting knob was rotated half.

Manufacturer narrative:
(B)(4). Batch # unknown. (B)(4). An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. Additional information received: event date: (B)(6) 2021. Procedure date: (B)(6) 2021. Additional event information: a low anterior resection, leakage occurred the day after the surgery. Reoperation was performed to stop leakage. A low anterior resection, leakage occurred from the anastomosed site the day after the surgery. The patient got a fever on the "k"night on (B)(6) colostomy was performed to stop leakage on the midnight on (B)(6). The drain was placed, and the patient is under follow-up. The device was used on the rectum. The echelon60 was used to resect the rectum before the cdh29p was used to anastomose. The icg test was performed to check the blood flow, and a leak test was performed too, and either was no problem. The surgeon commented that the device was difficult to remove from the patient after the firing. It might have been rotated only 1/2 when removing. It is unknown if that affected leakage. Where the device was difficult to remove was the right side of the rectum, and where leakage occurred was the left side on the back. The patient¿s initial is (B)(6). She is (B)(6). The height is 165cm, the weight is 47kg. She is staying the hospital. She doesn't have any allergies and doesn't smoke. She had a sub ileus. She is recovering and antibiotics are almost terminated. The drain will be scheduled to replace regularly. The colostomy was performed temporarily in the reoperation. The hartmann's operation was considered, but since the patient is a young female, the colostomy was chosen to perform. Lower rectum was hard to check in the reoperation, but the anterior wall checked clearly and confirmed that the staples were deployed well. It could not be confirmed the left back where leakage occurred. The patient is still staying the hospital but doing well and able to eat. The drain will be removed tomorrow. She is recovering. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? What steps were taken to remove the device? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a low anterior resection, leakage occurred the day after the surgery. Reoperation was performed to stop leakage. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 12/16/2021. Additional information was requested, and the following was obtained: what were the indications for surgery? No further information is available. Did the patient receive any preoperative chemotherapy or radiation? No further information is available. Were there any issues experienced with the device in the initial surgical procedure? The surgeon commented that the device was difficult to remove from the patient after the firing. It might have been rotated only 1/2 when removing. What healthcare professional fired the device and what is his/her experience with the device? No further information is available. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? No further information is available. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? No further information is available. Were there any issues with device use/firing? The device was difficult to remove from the patient after the firing. What confirmation was received that the device completed the firing sequence? No further information is available. Was the green checkmark visible at the end of the firing? No further information is available. What steps were taken to remove the device? No further information is available. How many counter-clockwise revolutions of the adjusting knob were used to open the device? The surgeon commented that it might have been rotated only 1/2 when removing. Was there any difficulty removing the device? Yes. Was a complete transection of the white breakaway washer visually confirmed? =>no further information is available. Were the donuts inspected? No further information is available. If so, please describe. Were there any issues noted with staple formation? No further information is available. If so, please describe the shape and location. No further information will be provided."